Event description:
Complainant reported incomplete delivery of radiation source train (rst) to treatment site. They attempted to return rst prior to completion of the procedure, but were unable to contain the entire rst in the transfer device (td). The system, td and catheter intact, was then removed to the novoste-supplied temporary storage container. The procedure was completed with a second system, with no further incident. Complainant reported that they were able to deliver the prescribed dose.